Manufacturer narrative:
B4. Date of this report 16 may 2025. G3. Date received by the manufacturer? 16 may 2025. H6. Health effect - clinical code updated to 4580. H6. Health effect -impact code updated to 4648.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". The user reported a failed removal attempt of the sensor.customer care made multiple follow up attempts to gather additional information about the incident, but no response from user or hcp. As a result, no further actions were possible for this complaint. As per dms, user is actively using the system and new sensor was inserted on (B)(6) 2025.

Event description:
On 02 april 2025, senseonics was made aware of an incident where user reported a failed removal attempt of the sensor.customer care made multiple follow up attempts to gather additional information about the incident, but no response from user or hcp.as per dms, user is actively using the system and new sensor was inserted on (B)(6) 2025.